Event description:
Subsequently a revision procedure was performed. This lead was surgically abandoned and replaced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this atrial lead displayed increased threshold measurements and capture only at maximum output settings. Lead dislodgement was suspected. A revision procedure is intended. The device was reprogrammed until the procedure. No adverse patient effects were reported.

Manufacturer narrative:
When additional information becomes available, this event will be updated.